Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that the patient presented with pain. A CT revealed that the patient had a pseudoaneurysm at the level of the bare springs. The CT scan also showed that there was a bare spring that was going across the subclavian artery and the carotid artery, but was not flow limiting and it had eroded through the aorta in that region. The physician will monitor the patient. No additional clinical sequelae were reported.

Manufacturer narrative:
Results: inherent risk of procedure (perforation). (Cause is unknown). Conclusions: (cause is unknown).